Manufacturer narrative:
One device was received for evaluation. Visual inspection found that the downstream occlusion (dso) seal and the air detector were loose. Functional testing was able to duplicate the reported problem. This fault is related to a user interface time out error with the main board. The main board was replaced and then device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device had a red screen error code 46510. The issue was found before setting up for patient when pulling it up from inventory. There was no patient involvement.